Event description:
Event description guidant received information that this defibrillation lead exhibited out of range (high) impedance measurements. The pocket was opened and it was reported that the header of this implantable cardioverter defibrillator (ICD), which is included in an advisory population, was loose. The physician tested the chronic lead with a pacing system analyser and impedance and threshold measurements returned to normal. The physician tested them thru the device and they were high. The device was explanted and replaced with a competitor's device and the lead remains in service.